Manufacturer narrative:
H6: 4581-unreactive fixed pupil, angle closure, permanent loss of bcva. H6: 4625-addition of new pi; anterior chamber irrigation/evacuation of visco/fluids. Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced permanent loss of bcva, unreactive fixed pupil, blurred vision, and angle closure with elevated iop. The lens remains implanted. Anterior chamber irrigation/evacuation of visco/fluids performed. Cause of the event was other. Additional information was requested but has not been provided to date. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corrected data: h6 2026 should be removed. (B)(4).